Event description:
It was reported that the settings of the neurostimulator were modifying themselves without any manipulation being done. The stimulator was removed on (B)(6) 2011. It was unknown if emi played a role in the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the neurostimulator was interrogated on (B)(6) 2011 (the day before explantation) and no device usage data was available in the parameter trend data, hence no data was available on the event as previously described. If additional information is received, a follow-up report will be sent.